Event description:
Melina 07/10 it was reported from (B)(6), that a patients' head popped out of the skull clamp during surgery. The limited information received was as follows; there was no patient injury and the surgery was delayed only while a second clamp was retrieved. Spetzler disposable adult skull pins m-1535 ((B)(4)) were used during this procedure. Additional information received from the clinical product or (operating room) suite advisor was as follows; they carry mainly doro equipment and only a few mayfield pieces. They are currently using speztler skull pins - these were being used that morning as they do not carry integra skull pins. The set up was also likely a mixture of doro and mayfield components. The case was an acoustic neuroma excision, age and gender of the patient is not known. There was a small delay to the procedure after the failure, but only until a new clamp could be obtained. There was no injury to the patient as a result of the failure as the patients' head was "caught" in time by one of the medical staff. From what the clinical product or suite advisor has said, there is some probability of user error in this case also, as someone more junior was completing the setup.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
In summary the end users reason for return was verified. The most likely reason could be due to the use of non mayfield pins as per the IFU "non-mayfield branded products used with mayfield products - we caution that we have only validated mayfield products used in conjunction with the mayfield product line, and as a result, cannot advise you whether suppliers¿ products would work properly with the mayfield line of products." Therefore use only mayfield brand skull pins. Lastly general maintenance required on this device as this device was manufactured in 1981 and last serviced in 2011.

Manufacturer narrative:
Integra has completed their internal investigation 06/16/2015. Results: this device did not contain a stamped lot code and repairs confirmed that stamped lot coding of this device began in 1981. Therefore his device was most likely manufactured between 1979 and 1981. Service history date of service 01/21/2011. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was verified. The most likely reason could be due to the discovered maintenance required on this device. This device was manufactured in 1981 and last serviced in 2011.